Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found body fluid present in the lumen, which is normal for open end leads. Inspection of the lead body and electrode tip found no anomalies other than deformed conductor coil 545mm from terminal pin, likely due to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this left ventricular lead (lv) was explanted due to dislodgement. Another lv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead (lv) was explanted due to dislodgement. Another lv lead was successfully implanted. No additional adverse patient effects were reported.